Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the vibrate function was wearing out on the insulin pump. Customer stated the vibrate function would not work all the time on the insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump vibration alert functioned properly. The insulin pump passed self test, basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window cracked battery tube threads and missing the end cap sticker.